Event description:
Complainant alleged that during functional testing the device displayed an "exhalation system fault 2062" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The customer's report of an "exhalation system fault" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was found within spec and was recertified and returned to the customer. Analysis for reports of this type has not identified an increased in trend.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.